Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 12 mm xience prime stent delivery system (sds) was advanced, but became stuck in the calcification. During removal, a lot of resistance was felt. The physician was concerned that the stent would dislodge during removal; therefore, the stent was deployed there, only covering 50% of the lesion. Post-dilatation was performed, and additional dilatation was performed on the remainder of the lesion. Another xience prime stent was implanted to treat the remaining lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.